Manufacturer narrative:
The following information has been corrected: g.4. Date received by manufacturer: 2020-10-30.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced check valve malfunction. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: 19125945. Bd smart site needle free valve defective. Valve would not allow blood return. Valve removed and new valve placed with good blood return. Bd smartsite needle-free valve lot number (10)19125945.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the smartsite needle-free valve would not allow blood return. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 19125945 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 14dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced check valve malfunction. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: 19125945 bd smart site needle free valve defective. Valve would not allow blood return. Valve removed and new valve placed with good blood return. Bd smartsite needle-free valve lot number (10)19125945.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) experienced check valve malfunction. The following information was provided by the initial reporter: material #: 2000e; batch/ lot #: 19125945. Bd smart site needle free valve defective. Valve would not allow blood return. Valve removed and new valve placed with good blood return. Bd smartsite needle-free valve lot number: (10)19125945.